Manufacturer narrative:
The customer's calibration and qc recovery were found to be acceptable. There is no indication of a performance issue for the reagent. The investigation determined that the issue found by the field service engineer was the root cause of the event.

Manufacturer narrative:
The field service engineer inspected the ise unit and found a sipper probe to be loose. System reagent tubing was found to be contaminated and was loosely connected to a solenoid valve. There were signs of leakage at the valve. The sipper probe attachment was corrected. The system reagent tubing was flushed and the solenoid valve connection was cleaned. The system reagent and electrodes were replaced. The electrodes were activated and ise checks were performed. There were no errors on the ise checks or abnormal shifts in voltage. The customer ran calibration and controls; these passed. Precision studies were performed and were within specifications.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with ise indirect na, k, ci for gen.2 on a cobas 6000 c (501) module. The first sample initially resulted with an na value of 175 mmol/l, which repeated as "140-something" mmol/l. This sample initially resulted with a k value of 6.58 mmol/l, which repeated as 4.86 mmol/l. This sample initially resulted with a cl value of 132 mmol/l, which repeated as 102 mmol/l. No incorrect results from this sample were reported outside of the laboratory. The second sample initially resulted with an na value of 159 mmol/l on (B)(6) 2020, which repeated as 141 mmol/l. This sample initially resulted with a k value of 4.00 mmol/l on (B)(6) 2020, which repeated as 3.30 mmol/l. This sample initially resulted with a cl value of 117.6 mmol/l on (B)(6) 2020, which repeated as 102.8 mmol/l. The initial values from this sample were reported outside of the laboratory where they were questioned by medical personnel. The repeat values from this sample were believed to be correct. The na, k, and cl electrode lot numbers and expiration dates were requested, but not provided.